Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated and caused a superficial burn to the patient's lip during a procedure.  There was a few minutes delay to replace the drill and treat the burn with vaseline. There were no other reported adverse consequences to the patient.

Event description:
The user facility reported that the device overheated and caused a superficial burn to the patient's lip during a procedure.  There was a few minutes delay to replace the drill and treat the burn with (B)(6). There were no other reported adverse consequences to the patient.